Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 25.0cm was returned for analysis. A fracture of the coil was found consistent with cyclic stress. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks due to noise. The device aborted therapy after 3 shocks. During explant, a pleural effusion occurred.